Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating that the brush head was falling off of his/her toothbrush when he/she used it. No injury was reported.